Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 and k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) indicated that the doctor sent them into emergency surgery following a heart tilt table test for a pacemaker. The surgeon put an icm instead, but this icm never worked right. The icm was finally explanted as it never took readings. No new icm was implanted. No additional adverse patient effects were reported.